Event description:
It was reported that the ilet user experienced a glucose excursion after consuming a high-carbohydrate meal without an appropriate announcement, reaching 246 mg/dl, followed by falling glucose values to 70 mg/dl and then 86 mg/dl after treating with oral glucose. Symptoms included hyperglycemia. Outcomes included self-treatment with juice and no need for medical intervention or hospitalization. Investigation included troubleshooting and education with assignment for additional training to address frequent glucose drops and missed meal announcements. Investigation of this case revealed user-related factors, specifically a missed or inadequate meal announcement leading to algorithm-driven insulin dosing that contributed to subsequent low glucose trends, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to meal announcement practices.